Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Review of the system log file confirmed the malfunction. Upon troubleshooting, fse found that the power supply was defective in the m-cabinet. The philips engineer replaced the power supply in the m-cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.